Event description:
A pt reported blood glucose results of "121 mg/dl" with a lifescan meter and "197 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips were replaced. The meter and test strips were replaced.